Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing great in recovery. The explanted device will not be returned.

Manufacturer narrative:
This report is being submitted to correct the h1.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing great in recovery. The explanted device will not be returned.